Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was advised to have their implant from a right total knee replacement removed and replaced. To this date patient reported having to use a knee brace, a cane and monthly chronic pain management. To this day, the implant "pops" out of socket and has caused patient to fall on several occasions.